Event description:
This reports two suspicious test results for the cue+ covid test kit: first: in preparation for a (B)(6) 2023 visit by my daughters and their families, I purchased 10 covid tests from cue+. (I already had a reader.) Daughter #1 arrived feeling sick but she tested negative on days 1, 2, 3, and 4 after arriving. By day 4, after getting another negative covid result and still feeling quite sick, she went straight to the doctor and got a panel of tests (which was very expensive, since her insurance is from out-of-state). When the doctor called her back, he told her that the only test that was positive was for covid. We were shocked, since the cue test had not picked this up, and especially because we are always very thorough/careful about swabbing correctly. Second suspicious result:: meanwhile, daughter #2 also tested negative on the mornings of days 1-4 after she arrived; she then moved into the main part of our home. On day 5, out of an abundance of caution, she took yet another test. To our shock --since she had not been near her quarantining sister and had not left our home/yard for 5 days, and was not feeling ill, she tested positive this time. Because I am so vulnerable, within five minutes, she had packed and gone straight home. We lost the chance to visit, and I panicked for over a week worrying about whether I had been infected. She never felt sick. You can confirm that we performed many tests during a short period in (B)(6); only the one test of the older daughter showed positive. I am now concerned that the first daughter had a false negative because the test was not sensitive enough and that the second daughter may have had a false negative because the test was unreliable. I may be off by a day, but I think the morning that the first daughter had a negative cue test and a positive pcr (at the doctor's office) was "(B)(6)," and the date that the second daughter had a positive cue test after 5 days of quarantining and getting negative tests was "(B)(6)." Note: I took the numbers above from the bottom of the reader, but the letters are tiny and don't say "lot #" or "model #" or "serial #. Each # follows some boxed letters that may say what that number is, but the letter are about 1/64th of an inch tall; I just can't read it. I am very immunosuppressed, which is why I was relying on the cue+ covid tests before allowing my kids/grandkids in my home (no one else comes in). "L9000207-2 rev 4.0". Reference reports: mw5155036, mw5155037, mw5155038, mw5155039.